Manufacturer narrative:
Date of event was estimated based on aware date and no date was provided.

Event description:
It was reported that device detachment occurred. During a procedure involving an opticross imaging catheter, the catheter broke into multiple sections. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event was estimated based on aware date and no date was provided. The device was returned for analysis. Visual inspection revealed a kink at the sheath assembly and the anchor housing detached. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. During a procedure involving an opticross imaging catheter, the catheter broke into multiple sections. The procedure was completed with another of the same device. There were no patient complications reported.